Event description:
Philips received a complaint about the v60 ventilator indicating that there were black horizontal lines on the liquid crystal display. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer was provided with a quote for onsite service and a replacement 2nd generation lcd assembly. Multiple attempts were completed by the service engineer to obtain information from the customer regarding the quote provided for service. The customer was notified multiple times that, to proceed with the service, a signed quote was required. Due to the customer not returning the quote after multiple weeks, the case is being closed. It was stated that a new case would be created if the customer does follow-up for further service. Due to the customer lack of response, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.